Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s., but not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +3.5/+4.0/099 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020, the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica) the problem was resolved with the exchange. The cause of the event is reported as a patient-related factor.